Manufacturer narrative:
(B)(4). Medical product: catalog #: 47494500411, 4.5 mm l-buttress plate angled left 4 holes 85, lot # unknown, catalog #: 47494500412, 4.5 mm l-buttress plate angled right 4 holes 85, lot # unknown, catalog #: unknown, unknown screws, lot # unknown qty. 7. Report source: (B)(6). Device evaluated by MFR: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02741, 0001822565-2022-02743, 0001822565-2022-02745, 0001822565-2022-02746, 0001822565-2022-02747, 0001822565-2022-02748, 0001822565-2022-02750, 0001822565-2022-02751, 0001822565-2022-02752.

Event description:
It was reported that there was device loosening and migration of the device six months postoperative. Attempts have been made and there is no further information at this time.

Event description:
Upon receipt of additional information, it has been determined that the device did not cause or contribute to the reported event. The device did not loosen, but osteonecrosis contributed to migration with a few bone parts. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that the device did not cause or contribute to the reported event. The event occurred due to patient's bone quality. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was necrosis, poor bone quality, and migration of the device six months postoperative of a right tibia fracture repaired with plate and screws. No additional patient consequences were reported.